Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an extra washer between the therapy electrode connection boards. The root cause was due to an assembly issue on the therapy electrodes. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.